Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: block d10: model number/catalog number: 1201. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: tined lead. Unique identifier (UDI) #: (B)(4). Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the product was disposed. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of discomfort and implant pain was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported the patient with this neurostimulator (ins) experienced a fall and broke their rib. Later, the patient was seen by the physician, and an x-ray showed the tined lead migrated. The patient also reported they experienced pain and discomfort in their pocket site and pelvic floor area. The patient was assisted with turning their device off and has a lead revision surgery tentatively scheduled. Additionally, the patient was hospitalized (not device related) and unable to have the revision surgery at the time. They still had their implant and was turned off. Afterward, the patient had surgery to revise their ins and tined lead. The patient is doing well post-revision.